Event description:
The customer reported the ventilator alarmed with data acquisition pcba adc failed. The customer reported the unit was in use on patient, but there was no patient harm.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted once the investigation is complete.